Event description:
It was reported that during a cardiac ablation procedure, a catheter temperature sensor fault (s0048) occurred when the catheter was connected. Issues included a catheter temperature sensor fault, mapping image not tracking, inability to pace, inability to map, inability to ablate, and a faulty pfg (generator). The case was aborted while the patient was under general anesthesia. Troubleshooting steps included swapping the catheter cable and rebooting the system, swapping the catheter and rebooting the system, disconnecting and reconnecting the gen link cables, trying different catheters and catheter extension cables, and connecting the catheter directly to the pfg, with the error reproducible in each instance. During service, the initial inspection confirmed the error, and the pfg was determined to be faulty. The entire pulse field system was deinstalled and replaced with a new generator. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the afr-00008 hexagenpulse pulse field generator with serial (B)(6) was returned and analyzed. The following work was performed. When the catheter was connected to the system, a temperature sensor fault error occurred (error 048). Swapped the catheter extension cable, rebooted the system, swapped the catheter to no resolve. On initial inspection, the error was reproducible. Tried different catheters and catheter extensions cables with the same error. Connected the catheter directly to the pulse field generator (pfg) and the error was reproducible. The pfg was found to be faulty. The entire hexapulse system was deinstalled and replaced with a new generator. In conclusion, the reported "aborted under general anesthesia" could not be confirmed through testing. The reported "catheter temperature sensor fault" was observed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: this event was inadvertently reported twice. The records are unable to be merged. Any additional information received regarding this event will be reported in association with report number: 3012520654-2025-00126. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The reported temperature sensor fault was observed in the files. The reported temperature sensor fault was not likely to cause or contribute to a death or serious injury; however, the risk of the patient being under general anesthesia without full therapeutic effect is the adverse event being reported. In conclusion, the decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.